Manufacturer narrative:
Concomitant product: unknown, endo gi - unknown, endo gia instrument, lot#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a thoracoscopic segmentectomy procedure, when the stapler was used to detach the lung parenchyma, the staplers formed a poorly b-shape. Sutures were used to resolve the issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full staple complement and the interlock was not engaged. The jaws were open and the anvil was bowed. Microscopic inspection of knife blade noted no abnormalities. Functional testing found the loading unit was loaded into a representative instrument. The loading unit was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. Staples were properly formed. The loading unit interlock was tested and found to function properly. It was reported that the staples did not form as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by application over tissue that is beyond the recommended thickness range and/or application with an obstacle incorporated in the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Placement of tissue proximal to the tissue stops (on the loading unit) may result in stapler malfunction. Any tissue extending beyond the cut mark will not be transected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.